Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture was performed but was very difficult as it was a lipomatous intra atrial septum. The initial septal crossing was not favorable so a second transseptal puncture was attempted and successful. A sweep to look for a pericardial effusion was completed with no effusion noted. The transseptal sheath was advanced across the septum and the dilator and wire were removed and a super stiff amplatz guidewire was inserted for the sheath exchange. The transseptal sheath was removed and a double curve watchman access system (was) was inserted over the guidewire. During the sheath exchange the guidewire was inadvertently pulled out of the left upper pulmonary vein. The physician attempted several times to place the guidewire back into the left upper pulmonary vein, and several times the guidewire was noted on echocardiogram to enter the laa. A sweep for pericardial effusion was performed and no effusion was noted at this time. A 6f pigtail catheter was inserted through the was and guided into the laa. The sheath followed the pigtail catheter and contrast was injected through the pigtail catheter. At this time contrast was seen in the pericardial sac. The patient was stable with a blood pressure of 115, and no drop in blood pressure was noted. The patient did not require any medication to maintain this blood pressure and was determined to be stable. A 24mm watchman laa closure device was inserted and was successfully deployed after two partial recaptures. The patient remained stable at this point. A pericardiocentesis was performed and 600cc of blood was removed from the pericardial sac. Protamine was given, and the patient remained stable. The patient is reported to be doing well and a repeat echocardiogram was performed and the pericardiocentesis drain was removed. The patient was discharged.